Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a unspecified sensor error message with their adc device. Due to delivery delay, customer was unable to test and stated that they had a car accident in which they experienced dizziness and a loss of consciousness. The customer had contact with a healthcare professional who provided peanut butter crackers and snacks to increase their blood glucose, and there was no report of further treatment required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted, once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued, due to a unspecified sensor error message with their adc device. Due to delivery delay, customer was unable to test. And stated, that they had a car accident in which, they experienced dizziness and a loss of consciousness. The customer had contact with a healthcare professional who provided peanut butter crackers and snacks to increase their blood glucose. And there was no report of further treatment required. There was no report of death or permanent impairment associated with this event.